Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("severe abdominal pain"), menorrhagia ("heavy menstrual bleeding / menorrhagia/heavy clotting"), dysmenorrhoea ("dysmenorrhea") and genital haemorrhage ("unusual bleeding/heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included discectomy. Previously administered products included for an unreported indication: oral contraceptive nos and depo-provera. Concurrent conditions included cervical dysplasia and adenomyosis. Concomitant products included tramadol. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adenomyosis ("adenomyosis"), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods/unusual period"), abdominal pain lower ("severe cramping/cramping"), pelvic pain ("pain/severe pain"), the second episode of abdominal pain ("abdominal pain stabbing, crippling pain") and migraine ("migraine"). The patient was treated with surgery (ablation) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, adenomyosis, dyspareunia, menstruation irregular, abdominal pain lower, pelvic pain, the last episode of abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff may have no choice but to undergo a hysterectomy to have her essure device removed. There were approximately 4 coils into the uterine cavity, again about 4 or 5 coils were visualized in the uterine cavity diagnostic results: endometrial biopsy: consists of multiple fragments of tan/brown tissue measuring in aggregate concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, abdominal pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: genital bleeding, pelvic pain, abdominal pain, migraine were added, patient's medical history was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.